Event description:
Customer at a nursing home reported receiving two readings of 39 mg/dl and 74 mg/dl on their freestyle flash within ten minutes of each other. The results when plotted on a parkes error grid fell "a" and "b" zones showing the difference in values to not be clinically significant. The customer then relayed that in a separate incident several months earlier, they rec'd two readings of 81 mg/dl and 91 mg/dl and then shortly thereafter ,sweating profusely and losing consciousness. Nursing home called 911; exact treatment administered is unk.

Manufacturer narrative:
The customer reported that they discarded their meter. A f/u report will be filed if any add'l info is rec'd.